Event description:
It was reported that an asymptomatic patient presented in-clinic with a vibratory alert. The device had detected noise episodes since (B)(6) 2016. Isometrics were performed, no noise was reproduced until the patient raised the arms above the head and pressed together. Programming changes were made to the device and issue has been resolved. The patient is in stable condition and will be monitored normally.